Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan brazil alleging that her onetouch ultramini meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began between (B)(6) 2015, (time not provided). The patient gave only 1 result and stated that she obtained a result of "142 mg/dl" using the subject meter. The patient manages her diabetes using a combination of diabetes medications. The patient stated that she increased her dose of diabetes medication from (B)(6) 2015 between the hours of 8:00am to 11:00pm in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "extreme weakness, tremor and perspiration" 5 minutes after the alleged inaccuracy began. The patient stated that around (B)(6) 2015, her doctor denied her medication and advised her to visit hospital to check her result of "42 mg/dl", and she claimed to have required assistance from police to attend hospital as she was "unconscious". The hospital hcp gave the patient medication and treated her for "hypoglycemia" and tested her blood glucose using a hospital device (date/time not provided) and the result was "178 mg/dl". At the time of troubleshooting, the csr noted that the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "unconscious" after the alleged inaccuracy began and she received hcp treatment for a severe low blood glucose excursion. The symptom and treatment do meet lifescan's criteria for a serious injury.